Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the bedside monitor performs sporadic reboots and does not connect itself to the cockpit again afterwards, visualization of vital parameter is thus impaired. The issue occurs when hf surgery equipment is being used but not each time. For remedy, a new bedside monitor must be introduced. No patient consequences have occurred.

Manufacturer narrative:
It was reported that the patient monitor reboots intermittently when a rf surgery device is being used while the hfc signal filter is enabled at the monitor. The device does not automatically connect to the cockpit again and, the users had to introduce a new patient monitor which successfully connected to the cockpit. Information alleging a defect of the hf device was provided, but no information regarding the defect was provided. The user facility purchased new grounding mats for the hf devices, and the issue has not reoccurred since. The provided logs were analyzed, and no m540 reboot could be confirmed for the reported events. With the provided information, no specific defect could be determined. No further issues have been reported. H3 other text : see h10.

Event description:
It was reported that the bedside monitor performs sporadic reboots and does not connect itself to the cockpit again afterwards, visualization of vital parameter is thus impaired. The issue occurs when hf surgery equipment is being used but not each time. For remedy, a new bedside monitor must be introduced. No patient consequences have occurred.